Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a drawer failure. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the wire was damaged on the drawers. A field service engineer replaced the sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.